Manufacturer narrative:
The field service representative found the rinse tubing was broken. He replaced the rinse tubing and adjusted the rinse level inside the cuvette. The qc results were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results for 1 patient sample and hdl results for 1 patient sample on a cobas 6000 c (501) module. Patient 1: the initial sodium result was 540 mmol/l. The repeated result was 143 mmol/l. Patient 2: the initial hdl result was "100+" mg/dl. The repeated result was 40 mg/dl. The repeated results were believed to be correct. The erroneous results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were not provided.